Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing) was confirmed. Upon investigation the monitor would not power on. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The  l1, l2, and d1 components were damaged and replaced as a result of the shorted c1 component. The root cause for the shorted c1 capacitor could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete essential performance testing.